Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event and was treated with an unspecified medication via inpatient treatment due to the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reported declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.